Manufacturer narrative:
The device was not available for return to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading of lens into the injector or using insufficient viscoelastic) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens in the left eye, the trailing haptic got caught in the injector. Reportedly, when the injector was pulled back to dislodge the haptic, the haptic broke off and remained in the injector. The incision was enlarged to remove the lens and suture was required. A second lens of the same model was implanted. No other information is available.